Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer were hospitalized for diabetic ketoacidosis. Blood glucose reading was 898 mg/dl. The customer stated symptoms for high blood glucose was nausea and vomiting and treated with manual injection or insulin pen. Troubleshooting for the customer high blood glucose was declined. The insulin pump will not be returned for analysis.